Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. Customer would address alarms by changing out the infusion set but reported that the alarm would recur after six hours. The customer's blood glucose was impacted with moderate ketones and was addressed with the pump. Customer confirmed an alternate method of insulin therapy would be obtained.